Event description:
It was reported that during a procedure, the tip of the unit broke. It was further reported that the broken tip was retrieved. Further, there was a delay of about 5 minutes. It was further reported that another unit was used to complete the procedure with no adverse consequences reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.